Event description:
It was reported that during device change out, externalized conductors were observed via fluoroscopy. The lead was capped and replaced. Patients medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.